Event description:
It was reported that a 3d tof spgr image contained an artifact resembling a cerebral aneurysm while being scanned on a hde mr system. The same pt was scanned on a hdx mr system and no aneurysm was found. There was no pt injury reported. The concern is for a potential misdiagnoses which may lead to incorrect medical treatment due to an artifact that could be mistaken for pathology. Ge healthcare is making attempt to obtain add'l info surrounding the event.

Manufacturer narrative:
An investigation is ongoing.